Manufacturer narrative:
Date of report: november 15.2007.

Event description:
Procedure: laparoscopic splenectomy. According to the reporter: the instrument was inserted into the cavity then the surgeon noticed that the bag tore from the ring prior to cinching. No component of specimen fell into the patient cavity. No report of impact to patient. Another pouch was used for the procedure.